Event description:
It was reported that prior to the start of a da vinci-assisted thymectomy surgical procedure, repeated recoverable fault 25748 occurred. Technical support engineer (tse) advised customer to perform a hard power cycle of patient side cart (psc) but issue persisted. Tse reviewed event log via onsite and found recoverable fault 25748 pointed to cannula arm lock sensor. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting a da vinci-assisted surgical procedure and before surgical ports placement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse adjusted the cannula arm lock sensor to resolve recoverable fault 25748. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.